Event description:
Patient was implanted with olecranon plate and ten (10) screws on unknown date. Patient presented to the surgeon with infection. X-ray taken on an unknown date revealed one of the screws had backed out. Image also revealed non-union. Patient was returned to operating room on (B)(6) 2012 for removal of all hardware. When patient infection has cleared, surgeon will replate. No further information is available at this time. This is 10 of 11 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.